Manufacturer narrative:
H4: the lot was manufactured fromseptember 21, 2022 to september 22, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked (drips) from the middle line. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.